Event description:
It was reported the hcp did an alarm test and did not hear the pump alarm. The hcp used a stethoscope but still could not hear the alarm. The alarm test was done three times. The pt is not large and the pump could be felt under the skin so it was not suspected to be implanted too deep. Other than not hearing the alarm, the pump was working fine. The hcp was aware of the risks if something critical happened to the pump and the alarm could not be heard. Additional info was requested.